Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On january 14th, the user contacted dario to report high blood glucose (bg) readings. The user reported a bg reading of 120 mg/dl from his dario meter, followed by a bg reading of 99 mg/dl fifteen minutes later. The user also reported a bg reading of 133 mg/dl from his dario meter the following morning, followed by a bg reading of 114 mg/dl several minutes later. Due to the above the user stated that he tested with his non-dario meter and received a bg reading of 108 mg/dl, which the user stated was similar to the readings that he received fom his lab results.